Event description:
Final analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured ~ 11mm proximal of weld site. The proximal section of j stiffener wire measures ~76mm and was received with ~12mm of the distal end of the j stiffener wire protruding out of the outer polyurethane insulation ~30mm proximal of weld site. ~2mm of the proximal end of the j stiffener wire which fractured ~11mm proximal of weld site and remains attached at weld site was received protruding out of the outer polyurethane insulation ~8mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to ~87mm. Visual inspection under 30x magnification also indicates lead was sniped or cut into two sections, with evidence of flared coil wire ends.